Event description:
The facility reported an infusion pump with a failure code 500. The facility representative stated there were no patient incidents reported since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming set-up information, specific patient information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.